Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. (B)(6) for the compact plus system.

Event description:
Reporter stated that customer received the following sets of results on 2 different meters within 10 minutes: 9.7 mmol/l (mobile system) and 3.3 mmol/l (compact plus system); 22.5 mmol/l (mobile system) and 6.0 mmol/l (compact plus system); 13.2 mmol/l (mobile system) and 6.4 mmol/l (compact plus system) the customer believes the compact plus meter is reading correctly. The customer does not always wash his hands before testing his blood glucose. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation. The lot number was not provided.